Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: donor nephrectomy. Event description: the jaws of the instrument could no longer be opened after coagulation, so that the instrument had to be cut out of the situs together with the clamped piece of vessel. The generator itself did not display any error message. Since the vessel was a branch of the vena cava, the patient was endangered and the duration of the operation was delayed. A second handpiece was opened to complete the surgery. Additional information received from applied medical representative via email on 22-feb-2022: the procedure was a donor nephrectomy. The vessel from which the jaws could not be detached was a lumbar vein. Removal of the eb215 required insertion of an additional trocar and use of clips to ablate the vessel. After successful coagulation and release of the handle lock, the jaws could not be opened by pushing the handle forward or by the aid of additional instruments. At this point, approximately 250 sealing cycles were completed with the eb215, and the event occurred at the end of the surgery. The user did not notice any change in the handpiece that would have announced the malfunction. Intervention: cut the instrument free, change of device, use of additional trocar and clips to ablate the vessel. Patient status: in good condition.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted blood and eschar build up between the jaws, preventing the jaws from opening. Testing confirmed that the jaws of the event unit would not open. Upon closer inspection, insufficient crimping of the cover tube, a metal component within the shaft, was observed. Based on the condition of the returned unit and the description of the event, the reported event was caused by the insufficient crimping of the cover tube, leading to displacement of the jaws from its intended position during trigger actuation to open the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: donor nephrectomy. Event description: the jaws of the instrument could no longer be opened after coagulation, so that the instrument had to be cut out of the situs together with the clamped piece of vessel. The generator itself did not display any error message. Since the vessel was a branch of the vena cava, the patient was endangered and the duration of the operation was delayed. A second handpiece was opened to complete the surgery. Additional information received from applied medical representative via email on 22-feb-2022: the procedure was a donor nephrectomy. The vessel from which the jaws could not be detached was a lumbar vein. Removal of the eb215 required insertion of an additional trocar and use of clips to ablate the vessel. After successful coagulation and release of the handle lock, the jaws could not be opened by pushing the handle forward or by the aid of additional instruments. At this point, approximately 250 sealing cycles were completed with the eb215, and the event occurred at the end of the surgery. The user did not notice any change in the handpiece that would have announced the malfunction. Intervention: cut the instrument free, change of device, use of additional trocar and clips to ablate the vessel. Patient status: in good condition.